Event description:
It was reported that pump displayed malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump and malfunction did not recur, and technical support advised customer to continue using pump and to call back if malfunction alarm appeared again.